Manufacturer narrative:
No samples have been received. Involved specific batch number is unknown, 4 possible batch numbers. Without closed and/or defective samples a proper analysis cannot be performed. Review of the batch manufacturing records of the possible batch numbers, products had a normal process and the results during the process fulfils usp/ep and b. Braun surgical requirements. According to the description received, it seems a problem associated with the movement of the device to an intended location. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. We regret any inconvenience this issue may have caused and thank you for your collaboration. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
If additional information becomes available a follow-up report will be submitted.

Event description:
It was reported an issue with steelex sternum suture. The client reported that : on (B)(6) 2024 coronary artery bypass surgery (CABG) on (B)(6) 2024 sternal wire protrusion with intact skin (outpatient evaluation pending surgical scheduling for admission and removal). Further information has been requested.